Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 566 mg/dl. The customer treated with 15 units via syringe. Customer's blood glucose value was 439 mg/dl at the time of the call. Customer did contact their healthcare professional. Troubleshooting was performed. Customer mentioned large air bubbles in the tubing. Customer did not mention any leaks. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.